Event description:
Pt began to dialyze at 6:00 am. At 7:45 am c/o epigastric pain with hypertension b/p 215/100. A kink was found in arterial line. Pt taken off tx and sent to hospital for evaluation of hemolysis.